Event description:
It was reported that pump "buttons" was not working intermittently, although the customer did not provide if they were referring to the wake button on the pump or the pump touchscreen buttons. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.